Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be occluded. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed. The investigation in inconclusive for the reported catheter occlusion issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The investigation in confirmed for the identified catheter fracture issue, as a split was noted approximately 1.4 cm from the distal tip of the catheter. One region of the split observed in functional testing was jagged around the sides, while the other region appeared finely granular. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device), h11: h6 (results and conclusion), h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be occluded. The device was removed and replaced. There was no reported patient injury.

Event description:
It was reported that some time post port placement, the catheter was allegedly found to be occluded. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed. The investigation in inconclusive for the reported catheter occlusion issue, as the exact circumstances at the time of the reported event are unknown, and obstruction found during evaluation appeared to consist of dried blood, which may have congealed before or after the reported event. The investigation in confirmed for the identified catheter fracture issue, as a split was noted approximately 1.4 cm from the distal tip of the catheter. One region of the split observed in functional testing was jagged around the sides, while the other region appeared finely granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: h6 (result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.